Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis. The cause of the peritonitis was attendant was not trained prior to performing therapy. The patient was treated with injection (inj). Vencogen 1gm ip (frequency not reported) and reflin 1gm (frequency and route not reported). Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.